Event description:
It was further reported that the lead was abandoned and replaced with a new one.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, the impedance trend on the rv was rising, and pacing capture threshold in the right ventricle was elevated. Analyst commented, beginning (B)(6) 2015, rv capture threshold measured 2-2.375 volts in a gradually rising trend starting from 1 volts, (B)(6) 2014. On (B)(6) 2015, rv pacing impedance measured to 2679 ohms in a gradually rising trend starting from 600-700 ohms, (B)(6) 2014. (B)(4).

Event description:
It was reported that during follow up check, it was noted that the right ventricular (rv) lead pacing impedance grew gradually, and also high impedance. It was also reported that the rv thresholds were high. No actions taken, and the rv lead remains in use. No patient complications have been reported as a result of this event.